Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pockets not regonized in the bus. A field service engineer successfully replaced hh tray front row drawer main 5.1,revealing no additional issues. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a pocket malfunction. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.